Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that in the year 2000, patient had first visit with orthotic practice to prepare for jaw deformity surgery. Patient was implanted with hardware for jaw deformity on (B)(6) 2002 due to mandibular prognathism. It is reported that at this time, surgeon performed sagittal splitting method of mandibular ramus and performed a setback procedure. Post-operatively, in 2003, patient had a neuroplegia around the mandible and hypaesthesia around the lower jaw on both sides. No further information is available at this time. This is report 1 of 12 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Date of event was reported as 2003.